Event description:
It was reported that an episode of non-sustained right ventricular (rv) oversensing was noted via a review of remote transmission. Further review of the episode appeared to be myopotential activity or noise. Programming change and isometric exercise to reproduce the oversensing were discussed, but not performed at this time. The patient was stable and will be monitored.

Event description:
New information indicates that the patient presented to the clinic on (B)(6) 2026, and a programming change was made. The patient was stable.